Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list and lot number of the device that was in use are unk. The customer contact identified the device as an unspecified plumset. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, an unspecified plumset was connected to the pt's peripherally inserted central catheter and was being used to deliver an unspecified concentration of calcium folinate, at a rate of 150 ml/hr, via a plum a+ pump. After an unspecified length of time, it was reported that a secondary tubing set was tightly connected to the clave secondary port on the cassette of the primary tubing set for the piggyback delivery of an unspecified concentration of oxaliplatin. It was reported that twenty minutes after the delivery was started, the pt noted fluid on the floor. It was reported that an unspecified volume of solution leaked from around the threads at the connection of the plumset and the secondary tubing set. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The plumset and the secondary tubing set were replaced. The customer contact reported that the pt received less medication than intended due to the replacement of the secondary tubing set; however, there were no reported adverse pt effects. There was no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the therapy was resumed.